Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a social media complaint for false positive result with the binax now covid-19 antigen self test otc 2 test pack posted on the (B)(6) review board. The customer posted the following on the (B)(6) review board: " false negatives and positives pikely covid-19 antigen self test kit (B)(6) 2 months ago. This product does not test for live infection. Probably not valid for travel. Can't give accurate results if exposure occurred within the prior 2 weeks. Better to isolate. Or get the real test which is free of charge if you have insurance". No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.